Event description:
It was reported that a guidewire fracture occurred. The comet ii pressure guidewire was selected for the procedure. However, during the procedure, pressure signal interference was noted, and it was observed that the pressure guidewire was fractured.